Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter alleged that the meter remote was set for pm rather than pm. The reporter stated that the patient had a blood glucose value of 200 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. During troubleshooting, the reporter removed the battery and the time and date reset to factory default. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.